Event description:
Surgical left inguinal. Hernia repair plug. Hell going on at the plug site. Burning-pain, running pain, leaking, tenderness, chronic pain. This plug rests on some organ in my pelvic area. Damaging something in me. Bringing me down to the concrete floor in my apartment. Yes, I see an evil under the sun. I am experienced varying pain. Discomfort, intensity pain, on and off leaking. I have been to the doctors about fifteen times. None can explain my problem. Cripple my employment and my health to perform my job. Also my sex life, and to meet my full tasks, I cannot be employed with condition like this.